Event description:
It was reported that the right ventricular (rv) lead threshold had increased to 3.1 v at 4.0 ms. The physician elected to reposition the lead to a septal position, which resulted in a threshold of 0.8 v at 4.0 ms. The rv lead remains in service and no additional adverse patient effects were reported.